Event description:
The ins reached normal battery depletion. The 4-7 contact read high impedances. The ins was replaced. An impedance check with a snap lid showed all the impedances were fine. Coverage was in the right leg.

Manufacturer narrative:
Concomitant medical products: extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Programmer: model 7435, serial# (B)(4). Lead: model 3998, lot# l71335, implanted: (B)(6) 1999. (B)(4).